Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were experienced high blood glucose. Customer's blood glucose at the time of incident was 22.7 mmol/l. Customer¿s current blood glucose was 19 mmol/l. Customer had been using the insulin pump within 48 hours of reported for high blood glucose. Customer stated auto mode feature was active at the time of event. The insulin pump will not be returned for analysis.